Event description:
It was reported that the patient was still experiencing a burning sensation and a jerking in the left side of the body when the stimulation was turned up. If the stimulation was too low, he experienced pain. The patient saw his physician was informed that his entire left side of his body was not jerking but just his left foot. The patient disagreed with this and couldn't walk when the voltage was turned up, however, he did not feel pain with voltage turned up. 2-3 programs were changed during the appointment but he still felt as though these programs "fried his nervous system." The patient was on program c at 1.30 and reported feeling a burning sensation. The patient also experienced intestinal problems which were affecting his bowels. For the past year, whenever the voltage was changed, he felt as though his intestines were tying up in knots. An appointment was scheduled for (B)(6) 2012, however, the patient felt he could not make this appointment due to his bowel control issues. Additional information received reported that the device was working and helping with the patient's pain.

Event description:
It was initially reported that the patient developed a (B)(6) after surgery. He stated that he had this for approximately 4 months and was given medication in (B)(6) 2011. He also experienced side effects, on and off, from his implantable neurostimulator (ins) therapy. Specifically, he experienced a burning sensation on his left side, pain in his ankle, memory loss, and felt like his nervous system is "being fried". It was noted that he had gone in for reprogramming a few times but was concerned that his ins had never been checked. He desired to get reprogrammed for better pain relief. Additional information received reported that the patient had the ins for nerve damage that resulted from a stroke 10 years ago. He stated that the hcp "volunteered" to put the device in and was part of a study back in (B)(6) 2011. The patient also noted that he had pain in his left hand and shoulder and that his pain was a "little worse" than previously reported. In addition, the patient reported that the ins had moved in the pocket and went from sitting side-to-side to sitting up and down. He noted that he had initially pain at the ins site but subsequently did not feel it. The ins was implanted close to the collar bone and the leads are implanted in the brain. Follow up information received reported that the physician did not run an impedance or do any further device testing as he felt the device was working correctly. It was the opinion of the physician that the patient's complaints of bilateral upper extremity tremor, left ankle pain, poor balance, and memory loss were related to his stroke history and not to the ins system. He felt that the upper extremity complaints could not be caused by the unilateral cortex leads. There were further plans for additional workup of the patient but no diagnostics were planned for the ins as it was not likely contributing to his symptomology. The patient was programmed with a low pulse width, low rate, and low amplitude. It was noted that the ins was stimulating the cortex and that the patient could not be felt by the patient. It was noted that his left ankle and side '¿s complaints. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3987a, lot# n268651, implanted: 2011 (B)(6), explanted: na. Lead: model 3987a, lot# n174771, implanted: 2011 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4). Adaptor: model 37092, lot# 254640001, implanted: 2011 (B)(6), explanted: na. Extension: model 3708340, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Extension: model 3708340, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. (B)(4).